Manufacturer narrative:
Additional information age or date of birth, weight, and ethnicity: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Explant date: not applicable, as the lens remains implanted. Initial reporter telephone number: (B)(6). Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint smartload had traces of viscoelastic residue inside the cartridge. The cartridge had a stress mark leading to a cartridge crack, and the cartridge tip was slightly deformed. No other issues were observed. The complaint issue of cartridge crack was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the doctor wanted to insert the intraocular lens (iol) into the eye of the patient, it appeared that the cartridge had split. The lens was fully implanted and the patient had no side effects. No injuries were reported. We learned through follow up that there was no delay to the procedure and that no more information was available. The product evaluation found that the cartridge had a stress mark leading to a cartridge crack and the cartridge tip was slightly deformed. There is no further information at this time.